Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated a 12.6mm vticmo12.6 implantable collamer lens, -17.00/+2.5/112, tore during loading and became stuck in the cartridge or injection system. There was patient contact but no injury. The lens was replaced with another same model/ length lens and the problem was resolved. Cause of the event was unknown.